Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat uterine prolapse, rectocele, stress urinary incontinence and mesh was implanted along with the concurrent procedure of total vaginal hysterectomy and rectocele repair. It was reported that patient underwent mesh revision on (B)(6) 2007 by implanting surgeon at implanting facility and on (B)(6) 2007 & (B)(6) 2008.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection.